Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before the physician placed the right ventricular (rv) lead into the introducer sheath, it was noted that the proximal end of the rv lead was bent. The rv lead was not used and replaced. The patient remained stable throughout the procedure.